Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD),which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, was explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect associated with this clinical observation. It was noted by the local area sales representative that the patient had become extremely thin and that the device was beginning to show signs of erosion. However, the device was not explanted for erosion and there is no evidence at this time that the patient's skin ever eroded to the point of exposing the device to the air. The local area sales representative also noted that the associated right ventricular (rv) lead in the system had been capped at the time of device explant due to the setscrew not retracting.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.